Manufacturer narrative:
Other text: device was returned for investigation. Visual inspection found the enclosure cracked and bent prongs on the line cord. Functional testing confirmed the customer complaint of a weak flow. No action was taken due to the age of the device as it was deemed beyond economic repair and will be scrapped. Device is beyond a year from the manufacturing date with no indication of a manufacturing error. No device history review done due to this. Service history review showed that this device had not been in for service previously.

Manufacturer narrative:
UDI is unknown, no product information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the fluid warmer's pump was not working and had a low flow rate. Additional information received by smiths medical/ICU on 4-jan-2023 via email: the event did not occur while in patient use but was found during preventative maintenance.

Event description:
Additional information received by smiths medical via email: during preventative maintenance, the customer noticed the issue because the temperature on the thermometer started to drop after it had initially stabilized at the operating temperature. Then it was noticed that a few air bubbles were moving very slowly through the recirculating portion of the circuit.